Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The diameter of the proximal aortic neck measured between 20 mm and 31.15 mm in diameter. The proximal diameter of the device measured 32 mm. It was reported that, one day post index procedure, the patient experienced lower back pain. A CT revealed a retrograde type b aortic dissection that originated at the suprarenal stent tip and extended proximally almost to the left subclavian artery. The physician elected to monitor the patient in the intensive care unit and future treatment was not planned. Per the physician, the cause of the event may have been due to over sizing below the renal artery, excessive touch up during the index procedure, guide wire manipulation during the index procedure, and/or due to weak vascularized tissues of the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that a follow-up CT showed that the type b dissection had resolved. If information is provided in the future, a supplemental report will be issued.